Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a the cartridge tubing broke. Reportedly, the seat belt rubbed against the cartridge tubing. Additionally, it was reported that the pump did not alert the customer when the battery was low. Customer declined troubleshooting. There was no reported impact to customer's blood glucose. Customer reverted to an alternate pump for insulin therapy.